Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Compatibility guidelines were requested for x-ray. Hcp (healthcare provider) stated the patient reported the ins(stimulator) was 'misplaced' or had migrated. Hcp wanted compatibility guidelines for x-rays. Hcp stated he did not think the device was misplaced and cited the patient seemed to have psychological issues. There were no trauma/falls reported that could be related to this issue. Symptoms reported were none. Event date was unknown. The indications for use for this patient interstim - other. Additional information was being requested from the hcp regarding x-ray results. Follow up will be submitted if additional information is received.